Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message on their controller when they try to increase their intensity settings. Agent asked if the patient already tried switching groups and patient confirmed they tried switching groups. Patient stated they tried using group a and it does get the reading but when they try using group b, it would not allow them to increase the intensity settings. Patient stated they only have group a and group b. Patient stated they noticed within the last few months its been doing strange stuff like it will spark at their shoulder and their foot or something like that and now its telling them settings not available cannot provide your desired intensity settings. They got it down but if they try to increase it on group b, the controller displays settings not available. Patient stated they try to see if it goes up but it won't do anything. Patient stated it doesn't do necessarily when charging or pushing buttons. Patient tried resetting the controller, but that didn't resolve the issue. Agent reviewed information. Agent advised patient to use group a for the meantime. Agent redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.